Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the procedure date? (B)(6) 2015. Were the product code (y923h) and lot number (jhm457) used in procedure? If no, please clarify the product codes. If this is the box that we mailed back then yes. Please clarify the cause of the dehiscence (suture knots untying post-operatively/suture breakage post-operatively/etc) for (B)(6), the vet wrote they could not determine the issue of dehiscence. Did the sutures break (intra or post-operatively)? No . Did the knots untie (intra or post-operatively)? On (B)(6) it was post op and no known cause for the dehiscence.

Event description:
It was reported that a dog underwent an unknown animal procedure on (B)(6) 2015 and the suture was used. Post-operatively, suture knots untying possibly occurred. As per vet, they could not determine.